Event description:
It was reported that the device was explanted due to hardware reset. The condition of the patient after the event is unknown.

Event description:
Physician was performing a laparoscopic colon resection using the ethicon dextrus seal cap assembly. When he placed his hand through the seal, it ripped into two pieces . A new seal was opened and used to complete the procedure. No patient harm.====================== health professional's impression============================================ manufacturer response for seal cap assembly, ethicon dextrus seal cap assembly======================have not heard from them yet.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported reset was confirmed in the laboratory. The device was interrogated and found to be in hardware backup (hwvvi) mode. After downloading and analyzing the device image, it was found that the reset occurred shortly after therapy was delivered into an open load. Testing revealed normal device characteristics. Automated testing found the device performed as expected; no anomalies were detected.